Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: which device is related to the bleeding. What is meant by ¿reticulate¿ in this sentence: he couldn't ¿reticulate¿ the har36? Was the har36 used at all on the patient? How long has the surgeon been using the har36 device? How much blood was lost? (Cc¿s). Was a transfusion required? What was the size of the vessel or artery? How was the bleeding controlled after converting to an open procedure? Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition?

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the surgeon tried to use ec60a to ligate vessel but it was locked and wasn't released. A nurse opened a new ec60a and ecr60w, it didn't work either. Lastly, the surgeon tried to use har36, but he couldn't ¿reticulate¿ the har36. After all of the happened he couldn't control the bleeding and converted to open procedure. Two ec60as, two reloads and har36 will be returning.

Event description:
New information received - device was not related to the convert to open.

Manufacturer narrative:
(B)(4). Received information advising that the convert to open was not the result of the har36 device but the other device used in the procedure.